Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new patients and orders were not crossing. A technical support specialist (tss) dialed into the server, ran the downtime query, and found no delays on the carefusion coordination engine (cce) side. The tss verified that messages were being received and were current, and checked health sight viewer (hsv), where multiple cerner-related issues were listed in the notices. The tss then dialed into a station and observed delays in patient and order data. After contacting the customer, it was confirmed that the issue was still ongoing. The customer was advised to coordinate with their cerner team, since the issue was identified on the cerner interface side. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where new patients and orders were not crossing over due to an interface issue, affecting both pyxis medstations and logistics devices. The customer stated that the malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.